Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify battery anomaly, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.